Event description:
I purchased a lively pendant alert for my (B)(6) year old mom several years ago. The device always alerted me and my siblings to when my mom left the house, pinpointing her location. The alerts are important risk mitigants to help protect my mom who lives alone and to immediately alert the family if she voluntarily or involuntarily left her home. Three months ago, we reported that the device stopped providing alerts when my mom left the house. I reported the situation to lively customer service, and all the way up to the corporate office, where spokesman (B)(4) kept assuring me that "senior leadership is fully aware of the situation and is diligently working to resolve it". He also noted that many other clients had logged identical complaints. To this date, the issue is not resolved and the only suggestion that mr. (B)(4) (rudely) gave me was to find another provider. I am logging this complaint to alert anyone considering a purchase of a lively medical alert device for their parents of this serious malfunctioning of the device and its failure to provide critical alerts that could jeopardize the safety of the elderly. Lively's failure to fix a technical problem of this proportion poses significant risk to it clients, most of whom are elderly. Lively also failed to alert clients of this technical defect when first alerted to it. Lively is owned by best buy health, whose president is (B)(4) and its chief technology officer is (B)(4). The ceo of best buy is (B)(4). All three of these leaders have failed to take ownership of this significant risk issue to the elderly and need to immediately resolve it rather than telling clients to "go elsewhere".